Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, two episodes were recorded with noise and oversensing on the right ventricular (rv) lead that resulted in greater than two seconds. The patient did not report any symptoms during these episodes, even though the patient was pacemaker dependent. All other rv lead measurements were appropriate and the noise could not be reproduced. Some programming changes were made for optimization. A follow-up was performed and no noise was noted or reproduced. Therefore, no further changes were made to the system. No adverse patient effects were reported.